Event description:
The manufacturer received information alleging a ventilator was alarming for circuit disconnect. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for circuit disconnect. There was no report of patient harm or injury. The manufacturer received information from the durable medical equipment (dme) supplier that no received information has been provided. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.